Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk. The motor was tested outside of the device and passed. Further testing could not be performed due to the motor error alarm. The insulin pump was received with a missing end cap sticker.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 188mg/dl. No further info was provided.